Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06907. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent revision of prosthetic vaginal graft, enterocele repair and cystoscopy on (B)(6) 2014 by dr. (B)(6) due to mechanical complication of implanted device and enterocele.

Event description:
Details: it was reported that the patient underwent revision of prosthetic vaginal graft, enterocele repair and cystoscopy on (B)(6) 2014 by dr. (B)(6) due to mechanical complication of implanted device and enterocele.

Manufacturer narrative:
(B)(4) it was reported that mesh was implanted along with concurrent anterior repair with mesh augmentation, bilateral iliococcygeal and support using mesh due to recurrent cystocele. Following insertion the patient experienced pain, urinary/bowel problems, recurrence and vaginal scarring. No additional information was provided.